Manufacturer narrative:
UDI number: (B)(4). There can be several root causes of leaflet immobility or leaflet restriction. There may be cases where the leaflet or leaflets are not functioning as intended leading to regurgitation. Depending on the severity of the leaflet immobility/leaflet restriction. The root cause of this event cannot be conclusively determined with the available information. However, there is information to suggest that regurgitation in this case was attributed to a sizing issue from the intial implant procedure. The subject device is not available to be returned for evaluation as it remains implanted within the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 23mm 3300tfx pericardial aortic valve underwent a valve-in-valve procedure after an implant duration of two (2) years, 10 months due to aortic regurgitation and inadequate coaptation of the leaflets. The surgeon felt that on initial implant the valve was squished into the annulus in a way that caused the leaflets not to coapt properly. The tavr procedure was performed with a 23mm 9750tfx transcatheter valve with a final gradient of 5mmhg. The procedure was successful and without complications. The patient was transferred to the close observation unit in stable condition.

Manufacturer narrative:
Updated: h6

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.